Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, brown particles in the fill channel and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.